Event description:
It was reported that the stair tread/tracks will not engage due to a missing belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the belt.

Event description:
It was reported that the stair tread/tracks will not engage due to a missing belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.